Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it remains in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of a small unruptured aneurysm, located at right middle cerebral artery, this coil migrated after deployment. It was reported that during procedure, the axium coil was successfully implanted in the target aneurysm. When removing the microcatheter, the implanted coil followed the microcatheter an migrated to the parent artery approximately a few millimeters. An attempt was made to push the coil back into the aneurysm with the microcatheter, however, the coil became separated from the microcatheter. The migrated coil was pushed into the aneurysm with a guidewire, however a few millimeters of the coil was still outside of the aneurysm. The procedure was completed with no further action. No injury was reported. The decision was made to leave the coil as is.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.